Manufacturer narrative:
Concomitant medical products: femto laser, sn (B)(4); excimer laser, sn (B)(4). Device manufacture date: unknown, as the lot number of the device was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. The field service specialist (fss) visited customer site to inspect the unit for the beam steering error and to check out the joystick on the star laser for possible erroneous movement. Fss checked applanation weight and laser level, which were found to be correct. Fss found one ifs wheel closest to gantry to be resting on floor. Fss lifted system off floor and checked level and it was ok. Fss checked the beam and boards were reseated in computer and when checked, it was fine. Fss also checked for the chair movement and no issues were found. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported of two suction losses during surgery (one patient, both eyes) with an intralase patient interface (pi) after the laser fired. The account also reported a beam steering error while docking, which they were instructed to shut down and restart the system. The account stated that it seems the visx chair and the femtosecond laser (ifs) do not match up like they did prior to the ifs upgrade. It was reported that the surgery was completed successfully by switching out to a new pi. There was no patient injury reported and no surgical intervention was required. This report pertains to the suction loss on the patient's left eye (os). A separate report is being submitted for the suction loss event on the patient's right eye (od).